Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a spinning spiros closed male luer that disconnected resulting in a chemotherapy spill. It was reported that 15 minutes after hanging chemotherapy, the patient alerted the nurse to a disconnection in IV tubing. The inner tube of the spiros was found detached from the outer encasement. The inner tube was found connected to the IV tubing and the outer encasement of the spiros remained connected to the needleless connector. There was a patient involvement, no patient harmed, no medical intervention required.

Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. No device history review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in section d10.